Manufacturer narrative:
Concomitant medical products: evolutr-29-us transcatheter valve, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on stored electrograms (egm) as atrial events were falling into the blanking period. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.